Event description:
Customer reported that css console alarm panel battery test indicator light, turned red after pushing the battery test button for six seconds and noted that the battery percentage value dropped to 75% during the test. Upon release, the battery percentage value increased back to 100%. There was no pt impact, and to date, the pt has not been switched to a backup css console. This alleged failure mode poses a low risk to the pt, because, batteries are a redundant system on the css console, and it did not negate the ability of the css console to perform its life-sustaining functions. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.